Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons was harder to press. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump had rejected new battery issue. Customer reported that the insulin pump was slower during rewind. Customer declined to speak with technical support team. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked j2 or lcd keypad connector. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. (B)(4).

Manufacturer narrative:
Device monitored for several days. Device received with intermittent button response due to flattened act button dome switch. No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. (B)(4).